Event description:
The pt was scheduled for renal artery stent iliac artery stent placement. Reportedly, during renal artery stent placement, the system lost fluoroscopy resulting in the stent placement procedure being interrupted and delayed until service personnel repaired the system.